Event description:
It was reported "when attempting to insert the catheter, the sheath that came with the kit was defective, and the hemostatic valve was not working and kept bleeding. The catheter and sheath were removed, and a maquet catheterinserted". Same site used for the second catheter. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The lot number reported is 18f23h0039; returned for investigation were insertion kit components including 0.025" guidewire, 9.5fr teflon sheath with dilator, two (2) 9fr super arrow-flex (saf) sheath with dilator, a dilator and a pre-dilator from the 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) kit. The samples were returned in the cardboard box and was in a clear plastic bag. Upon return, dried blood was noted on the interior and the exterior surfaces of the 9.5fr teflon sheath. The tip and the hub of the teflon sheath appeared typical; no visual damage or abnormalities were noted. Dried blood was noted on the interior and the exterior surfaces of the first 9fr saf sheath. Clear fluid was noted within the sheath sidearm. The dilator was noted fully inserted within the saf sheath. The hub and the tip of the saf sheath and dilator appeared typical; no visual damage or abnormalities were noted. Dried blood was noted on the interior and the exterior surfaces of the second 9fr saf sheath. Liquid blood/fluid was noted within the sheath sidearm. The dilator was noted fully inserted within the saf sheath. The hub and the tip of the saf sheath and dilator appeared typical, no visual damage or abnormalities were noted. The hub and the tip of the dilator and pre-dilator appeared typical; no visual damage or abnormalities were noted. No damage or abnormalities were noted to the returned 0.025" guidewire. The 9.5fr teflon sheath was inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were detected from the sheath. The dilator was re-moved from the first 9fr super arrow-flex (saf) sheath without any difficulty. The 9fr super arrow-flex (saf) sheath was inserted into the t-tube and the ttube was pressurized to 200mmhg. No leaks were detected from the sheath. The dilator was removed from the second 9fr super arrow-flex (saf) sheath without any difficulty. The 9fr super arrow-flex (saf) sheath was inserted into the "t" tube and pressurized. The saf sheath immediately began leaking upon pressurization. Upon microscopic inspection, the seal was found damaged/mispositioned. Upon further inspection, the saf sheath cap was removed, and the sheath seal was noted dislodged from its typical position within the sheath hub, which caused the leak. The sheath seal was removed and inspected; no damage or abnormalities were noted to the sheath seal itself. The sheath seal was reassembled in the same returned sheath. The returned sheath was inserted again into the t-tube and the ttube was pressurized to 200mmhg. No leaks were detected from the sheath. The returned dilators and a pre-dilator were aspirated and flushed using a 60cc lab-inventory syringe; no abnormalities or debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for sheath leaked is confirmed. During the investigation, the returned super arrow- flex (saf) sheath was noted with a leak from the sheath seal. During inspection, the sheath seal was found damaged/dislodged from its typical position, which caused the leak. Based on a re-view of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the sheath leak. The root cause of the complaint is undetermined. The complaint finding is considered isolated. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "when attempting to insert the catheter, the sheath that came with the kit was defective, and the hemostatic valve was not working and kept bleeding. The catheter and sheath were removed, and a maquet catheterinserted". Same site used for the second catheter. No patient injury or consequence reported. The patient's current condition is reported as "fine".